Event description:
It was reported that the device had a case saver mode and a burning smell. There was no patient or procedure involved.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced by a field service engineer (fse) at the customers facility. The fse confirmed the reported allegation of smoking and case saver mode. Error 240 was displayed upon arrival, and the laser had a case saver mode. Upon opening the optical bench, it was discovered that the high reflective (hr) mirror on brick 2 was burned. The issue was resolved by replacing the hr mirror. Functional and electrical safety tests were conducted, confirming the laser was fully functional and operating within specification. As a result, the console was functioning as intended. The burned mirror was likely the source of the previously reported abnormal smell. The malfunction found could have affected the devices performance, leading to the event experienced by the customer. A review of the device instructions for use (IFU) and there is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics and therefore revision is not required. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device had a case saver mode and a burning smell. There was no patient or procedure involved.